Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an invizia plate was disassembled after the surgeon removed it because he wasn't satisfied with its position. All of the subcomponents were recovered and a new plate was used to complete the procedure without patient impacts.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation the product was not returned for evaluation, but a photo was provided. One of the locking caps is confirmed to have detached from the plate. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown surgical factors. DHR review lot number is not known, so DHR review could not be performed. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an invizia plate was disassembled after the surgeon removed it because he wasn't satisfied with its position. All of the subcomponents were recovered and a new plate was used to complete the procedure without patient impacts.